Event description:
Hcp reported pt infection - gram positive. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.